Event description:
It was reported by the rep that the device was used during a radical prostatectomy. It was reported during the procedure, the surgeon was using a tim20. During it's use the tim20 jammed on two occasions. It was reported that the surgeon continued to use the device until it became stuck on a vessel. The surgeon had difficulty removing the device and tore the vessel upon removal. He completed the case with single clips (lt200, lt300). The case was uneventful. The rep was not able to determine if the device had to be reloaded or if it came straight out of the sterile. There was no consequence to the pt.